Event description:
The affiliate reported that the customer complained that after several exposures to an mrt the valve wasn't any longer programmable. As a result, the valve was explanted and replaced with a new one.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.